Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose of 400 mg/dl due to a bent infusion set cannula. The customer also had issues with the mio infusion sets not sticking especially after getting out of the shower. The customer used manual injections to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The infusion set will not be returned for analysis.